Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead reported to have been hearing device tones. The patient was seen in clinic for follow up where pacing impedance measurements of greater than 2000 ohms were discovered. An x-ray was performed where a fracture was visualized near the area of the patient's clavicle. This was then confirmed via fluoroscopy. The patient was subsequently seen for a revision procedure where the lead was surgically abandoned. There were no adverse patient effects reported.